Manufacturer narrative:
Device is used for treatment, not diagnosis. Additional code: hwc. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
Patient 6 weeks post implant underwent hardware removal of a broken 3.5 mm locking screw in a distal humerus point construct due to non-union. A total of 4 screws were removed including the broken one. During revision surgeon implanted two cables in a positioning pin and replaced the screws. The revision procedure was completed successfully with no reported patient injury. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.